Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
No alarm goes off when 02 line is plugged.

Manufacturer narrative:
The device was returned and it was found that the power switch was broken causing the no alarm malfunction.

Event description:
No alarm goes off when 02 line is plugged.